Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with a different device. There were no complications reported and the patient's condition was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with a different device. There were no complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked for a period of time to break up contrast and blood present in the balloon, the device was then prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure. The device failed to inflate to rated burst pressure as there was a pinhole 26mm from the tip of the device. Product analysis confirmed the reported event, as there was a pinhole in the balloon.